Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were unable to exit the "preparing to prime" loop. The customer's blood glucose was 570 mg/dl. Customer stated insulin was "squirting out" during the manual prime process. The drive support cap was normal. The product was not returned for analysis.